Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a twist occurred during the procedure, avoiding to apply three pipelines. As a result, the pipeline stents failed to open in an unknown segment. It was unknown if the devices were placed in a bend, how much had been deployed, if any resheathing was performed, or if any additional steps were taken in attempts to open the pipeline stents. A replacement product was used to complete the procedure. It was unknown if the devices were prepared per the instructions for use (IFU), and there was no injury reported to the patient as a result of the event. The patient was undergoing surgery for treatment of an unruptured aneurysm of the right internal carotid artery/ophthalmic segment c6 and right posterior communicating (pcom) artery. The patient's vessel tortuosity was unknown, and it was unknown if dual antiplatelet therapy (dapt) had been administered.

Event description:
No additional information received.

Manufacturer narrative:
H3: analysis of the pipeline flex w/ shield (lot no. A806834) found that the pusher was advanced out of the micro catheter and found to be separated. The distal delivery wire was found separated from the pusher hypotube proximal to the wire weld. The pipeline flex w/ shield pusher core wire was found unbent and undamaged. When compared to the drawing, the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The hypotube was intact and unstretched and ptfe shrink tubing was still intact. No damages were found with the proximal bumper. The tip coil was found intact and unstretched. The resheathing pad and pad restraints were separated from the distal wire and not returned. The already deployed braid was found tapered on both ends. Both ends exhibit fraying and the entire braid length was found damaged. The separated distal wire was sent out for scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) testing. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete open¿ was confirmed. Possible causes for failure during procedure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid overstretched during deliver, user deploys braid in vessel bend, presence of other indwelling endovascular stent and inappropriate anatomy. The cause of the braid damage could not be determined. The distal wire of the pipeline flex delivery system was possibly detached due to the solder tensile failure when attempting to retract the pipeline flex against resistance. The elemental analysis conducted through scanning electron micrographic (sem) / energy dispersive spectroscopy (eds) showed presence of soldering material (tin); thereby indicating that the soldering was conducted. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that led to the detachment issues. There was no resistance found with the returned micro catheter and the inner diameter was measured to be 0.027 which is compatible for use with the pipeline flex w/ shield device. H6: method code updated to b01. Result code updated to c070601 and c070603. Conclusion code updated to d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.